Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when dr. Monaco tried drawing up the vaccine using the bd integra¿ syringe with detachable needle, a leak out of the "bowl" occurred. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Sample evaluation: a single 3ml integra syringe and a medication vessel inside an integra package were received, confirmed to be from batch # 7058974 (p/n305270). The sample was evaluated. The retraction mechanism was activated with plunger below the barrel shroud and stopper at zero position. Fluid residue was observed above the stopper, however no residue around and below the stopper or around the plunger. The plunger was then pulled back to evaluate the stopper integrity. The stopper was observed to have a triangular shaped hole on the top close to one side, outside of the piercing hole. This is an indication of an incomplete fill of the part and was likely the cause of the leakage observed. DHR review for batch 7058974 (p/n 305270): manufacturing dates: 02/26/2017 to 03/18/2017. Batch quantity was (B)(4). Assembly record was reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7058974 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: confirmed: bd (B)(4) was able to confirm the customer's indicated failure. An injection molding process issue contributed to the incomplete part (¿hole in stopper¿) found in the sample received. Insufficient or inconsistent heat to properly fill and pack the part was identified as the primary contributor of the defect. The failure was confirmed to be a heating problem from the auxiliary mold temperature control unit. CAPA (B)(4) was completed to address this defect.